Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Align urethral support system, avaulta solo synthetic support system, avaulta plus biosynthetic support system, and faslata allograft tissue were reported to be used/implanted during this procedure. The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.